Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported complaint was replicated. The pump was alarming "cassette not attached properly". Further investigation determined that fluid ingression was the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump would not latch cassettes and the pump would throw an error. There were no reported adverse events.